Manufacturer narrative:
The patient''s weight is unknown. This information was not available from the facility. The patient''s cause of death was unrelated to the study device or procedure. This is being reported as a follow-up to the clinical registry. Cross reference MFR report numbers: 3009784280-2020-00167, 3009784280-2020-00168.patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility.report source: foreign- (B)(6)/ study name: (b): patient ID #03006-004block g5: PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical registry.block h3: during the index procedure, the product worked as intended and the device was discarded, thus no product evaluation was required.block h6: although the cause of death is unrelated to the study device, death is listed in the IFU as a potential complications/ adverse events. H3 other text : placeholder

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2016, two stellarex catheters were used to treat the target lesion of the right proximal sfa and popliteal p2. Approximately 21 months post index procedure, the patient expired on (B)(6) 2018. The cause of death is unknown, however per clinical evaluation, this is unlikely related to the study device or procedure.